Manufacturer narrative:
Technician found that the pt left headrail would not lock into place as the mount was bent. Replaced siderail mount to resolve this issue.

Event description:
Complaint alleged that the pt left headrail will not lock in place.